Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), ubd: 15-jun-2022, UDI#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp), via the manufacturer¿s representative, regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had an increase in post implant pain. The patient visited their physician for reprogramming and evaluation but the pain persisted. Both the ins and lead were removed due to the reported pain issue. It was unknown if the issue was resolved. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# va1scdt, implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional. It was reported that the pre-op diagnosis was ¿mechanical complications of device.¿ no further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Analysis determined that the implantable neurostimulator (ins) was functional. The lead was returned segmented; however electrical testing of the returned segment(s) determined that continuity was complete and there were no electrical shorts between the circuits. If information is provided in the future, a supplemental report will be issued.